Event description:
As reported per the edwards field clinical specialist (fcs), during closure after transapical tavr procedure there was bleeding from the myocardium.a mini-thoracotomy was performed on the patient's left side, purse string sutures were put in place, and transapical access was obtained. The heart position was difficult and rib location interfered with access. A 26f sheath was placed in the left ventricle (lv). Post bav and deployment of the sapien valve, the delivery system was removed and rapid pacing performed for sheath removal. The physicians removed the sheath and used the previously placed purse string sutures to close the left ventricle. During the closure, excessive bleeding was noticed due to a tear in the myocardium. It was decided to put the patient on-pump so the cardiac surgeons could repair the tear in the myocardium. The patient remained stable throughout procedure and the repair was completed. Post closure, the patient's vital signs were stable. He was removed from bypass and extubated. The patient was transported to cardiac care unit in stable condition.

Manufacturer narrative:
Per the instructions for use (IFU), complications associated with the transapical transcatheter aortic valve replacement (tavr) procedure include catheter site bleeding which may require intervention and cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures. Upon review of prior events, the majority of apical bleeding complications/ventricle ruptures appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. According to literature review, there is a higher incidence of apical bleeding in female patients and patients over 80 years old. In addition, the literature also reports that friable tissue may predispose this patient population to the development of apical access site complications. In this case, the cause of the ventricle rupture cannot be confirmed; however it is possible that the advanced age of the patient could have increased the chance for friable tissue at the apex, which could have contributed to the reported ventricle rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.